Event description:
New information received indicates that the ventricular leadless pacemaker electrograms were missing from the automatic mode switch episodes. It was also noted that the patient does not actually use a CPAP machine at night. During interrogation, the patient was only hooked up to the aveir electrodes. Programming changes were made.

Manufacturer narrative:
Serial number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the patient experienced loss of a2v synchrony due to low implant to implant (i2i) communication. The patient was asymptomatic. The i2i was variable when the patient was in different positions. Additionally it was noted that the atrial leadless pacemaker exhibited noise and far field r wave oversensing that led to inappropriate automatic mode switch episodes. It was noted that the patient uses a CPAP machine at night. Programming changes were made to address the low i2i. The patient was stable.